Manufacturer narrative:
The device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) defibrillation lead exhibited high, out-of-range shock impedance measurements. Technical services reviewed the available device data and found the shock impedance measurements had been increasing over the past year to the range of 60-125 ohms, with the out-of-range value of 127 ohms on (B)(6) 2019. Other lead measurements were stable and within normal range. A review of the stored episodes found no noise present. It was recommended to bring the patient in for troubleshooting, to see if noise or impedance jumps could be created with patient movements, isometrics, and pocket manipulation. The field representative reported the physician did see the patient in the clinic and performed the troubleshooting as recommended. No issues were found, so the patient will continue to be monitored in the remote monitoring system. No intervention was planned. No adverse patient effects were reported.